Event description:
It was reported that this implantable pacemaker displayed an alert message indicating possible device malfunction. The device battery was observed on the maximum side. The device was also not showing any parameters such as pacing impedance and intrinsic amplitude, however, the right ventricular (rv) pacing was displayed at 94%. It was unable to perform any tests upon interrogation. Subsequently, the physician decided to explant and replace this device. No additional adverse patient effects were reported. The device is expected to be returned for analysis.